Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00271 on 11-oct-2023. Additional information (06-oct-2023): the customer informed siemens that the operator only wore a lab coat and no other personal protective equipment (ppe). The external waste system for the liquid waste is not a siemens system. Siemens reviewed the information provided, and the cause of the event was the waste tubing on the external waste system. Siemens resolved the issue by correcting the tubing connection between the atellica and the external waste system. The atellica im 1600 analyzer was verified and operating as expected. No further evaluation was required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information.

Manufacturer narrative:
An outside united states (ous) customer reported a leak in the liquid waste transfer pump of the atellica im 1600 analyzer with serial number (B)(6). The customer informed siemens that a laboratory technician opened the liquid drawer, noted an unplugged tube, and received liquid waste in the eyes. The technician went to an ophthalmic emergency and was treated with eyedrops and an eye lubricant. Siemens investigated the event and identified the waste tubing was dispositioned on the external waste system for the liquid waste and caused an overpressure on the atellica waste line. Siemens resolved the issue by correcting the tubing connection between the atellica and the external waste system. Siemens is evaluating the event.

Event description:
The customer reported a leak in the liquid waste transfer pump of the atellica im 1600 analyzer with serial number (B)(6). The customer informed siemens that a laboratory technician opened the liquid drawer, noted an unplugged tube, and received liquid waste in the eyes. The technician went to an ophthalmic emergency and was treated with eyedrops and an eye lubricant. There are no known reports of patient intervention or adverse health consequences due to the event.